Event description:
It was reported that a homechoice's power cord had sizzling noises, which occurred when the device was turned on. The patient was not connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. It went through visual inspection and functional testings. During visual inspection, the power inlet module was found to be burnt. The reported condition was confirmed and duplicated. The power cord, power inlet module and 5a fuses were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be a burnt power inlet module and burnt fuses. The device was serviced and returned to good working condition. Should additional relevant information become available, a supplemental report will be submitted.